Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient experienced halos and dysphotopsia. The lens was explanted with a monofocal lens in a secondary procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. As per the surgeons opinion product did not contributed for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two complaints were reported with the same lot number. 1 of the reported complaints are similar to the reported event for this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The file indicates that in the surgeon's opinion the lens was not the cause or contribute to the event. The manufacturer internal reference number is: (B)(4).